Manufacturer narrative:
(B)(4). The sample was provided and an evaluation was performed. The instrument was manufactured in march of 2010. The swivel knife is showing signs of wear. It appears as though there was too much pressure applied to the instrument, and perhaps the usage was incorrect. The instrument needs to be inspected before and after each use. There have been no issues identified with the material or manufacturing process. A review of the device history records (DHR) did not identify and issues that would have contributed to the reported issue.

Manufacturer narrative:
(B)(4) on 12july2016, customer advocacy sent the customer an email acknowledging receipt of the complaint, providing the complaint number, and inquiring if additional information may be available. Confirmation was also requested from the customer that there was no patient impact associated with reported issue. Device not yet evaluated, if the device is evaluated a follow up will be sent.

Event description:
Sales rep reported via email that the blade is broken off. On 10aug2016 additional information: I know it was a sinus case with dr. (B)(6). I believe they did an x-ray, and I know they did not find it in the patient. They completed the surgery as planned, and I never heard anything after incident, so I believe all is well with patient. If you need more information, please let me know and I will ask lead or coordinator to respond also.